Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance then went to the emergency room due to low blood glucose on (B)(6) 2021. The blood glucose was 30 mg/dl at the time of the incident. The customer had an overnight stay. Customer had passed out. The customer was treated with a liquid glucose paste and brought them up to 85 mg/dl. Customer then discontinued the use of the insulin pump. Blood glucose then went up to 525 mg/dl, the customer was treated with the insulin pump. The current blood glucose value was 92 mg/dl. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.